Manufacturer narrative:
In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. During sample evaluation it was verified that the plate was able to be opened and closed without any issue and the sample does not have any broken or damaged components that could affect its function. All components are in place and in good conditions as well as the end device function properly.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic gastrectomy surgery on (B)(6) 2016 and reservoir was attached to a drain. Four days later, blood leak from the reservoir was noted. A new reservoir was used to complete the procedure. There was no adverse consequence to the patient. Additional information has been requested.